Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11382. It was reported the pt was no longer receiving relief from her pain using the scs system and she wanted the system removed. It was reported the pt was relying on her pain medications to mange her pain. Follow up identified the pt was scheduled for a meeting with her physician regarding the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.